Event description:
The heart-lung machine was not powering up correctly. The control panel was unable to run properly on mains power. Furthermore, while connected to mains power, the user could only run one of the pumps. However, the machine was working faultless on battery power. There was no patient involvement.

Manufacturer narrative:
This report is due to service report screening. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.